Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore, the device itself could not be investigated. The cardio report data that was provided have been carefully analysed. The iegm shows ventricular signals displayed in the atrial channel. However, no atrial oversensing or mode switching could be observed in the available episodes. The svt detection shown in fig. 1 seems to be due to the fast intrinsic rhythm of about 150 bpm. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implantation period of about 17 months, oversensing was reported. The lead was not returned to biotronik and the event date was not reported. No adverse patient side effects have been reported.